Manufacturer narrative:
Updated sections: b4, e1(reporter name and email), e2, e3, h2, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d5, d10, e4, h6(health clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed system generated error code 6, 7 and 67. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system generate error code 6,7 and 67. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse also reported that the battery would not charge. The (fse) reported that they replaced the front end board and power management board. The unit passed all functional and safety tests and was returned to customer.the following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj the failure analysis and testing dept. Received the following parts associated with this complaint: pcb, power management, pcb ,front end, rohs these parts were received with the reported unit failure of error codes 6,7,67, power shut down. Error code 6 is a non isolation digital signal processor error, code 7, the isolation digital signal processor error. Code 67 relates to a failure communicating the correct voltage to the blood pressure sensor. Pcb, power management, was visually inspected in which the fat dept. Observed, that component q27 was shorted (burned). This damage poses a risk to the cardiosave test fixture. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept. Pcb ,front end, rohs was visually inspected and found the part to be in good condition. The fat dept. Installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual the fat dept. Attempted to acquire an ECG from the front end board with a cardiosave trainer. The fat dept. Was not able to insert the trainer ECG cable into pcb ,front end, rohs ECG connector j1. The connector is damaged. The connector is damaged and will not accept the trainer ECG connector. In place of using the cardiosave trainer to receive an ECG signal, the fat dept. Utilized the pressure mode to allow the unit to pump to investigate the power shut down failure. The unit pumped for 3 hours in which the fat dept. Did not see any problems. The unit did not shut down. The three error codes 6, 7, 67, all relate to a defective front end board. However, the shorting of q27 on the power management board may have affected the front end board. At this time ,it impossible to define. Sending pcb ,front end, rohs to the supplier for failure analysis per procedure. Pcb, power management, rohs will not be sent to the supplier, as it is an older revision b. The supplier cannot test this board.